Event description:
It was reported that during an attempted implant, the atrial lead experienced high capture threshold of greater than 3-5 volts before extension of the helix. It was noted that the threshold reached 10 volts without capture at one point. The physician elected to remove the atrial lead and replaced with a new passive lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).